Event description:
Info rec'd indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The tech found the solenoid was not activating the release pin. The tech replaced the solenoid to repair the bed.